Event description:
The patient's dad/reporter claimed that the patient's blood glucose was elevated to 340-380 mg/dl 3-4 times per week for the past 2 weeks due to chronic air bubbles issues in the cartridge. The reporter claimed the patient had symptom of frequent urination but was negative for ketones at the time of concern. Despite his correct technique to remove the air bubbles from the cartridge, the issue was not resolved. There was no insulin pump malfunction associated with the alleged incident; however, the animas pump and cartridge were replaced as requested by the patient. This complaint is being reported because the patient reportedly had symptoms suggestive of hyperglycemia due to the air bubble issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: a cartridge of lot number b201680 has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and a leak test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.